Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during implantable pulse generator (ipg) routine interrogation, message popped up that there was an elective replacement indicator (eri) due to low battery voltage or high battery impedance. The eri was able to cleared, and eri indicated as 3 plus years remaining. No battery voltage available. The ipg remains in use, and device will be re-evaluated at upcoming follow up check. No patient complications have been reported as a result of this event.